Event description:
The essure device has caused the reporter to have abdominal cramping pain with and without menstrual cycle, metal taste in her mouth, back, leg pain, and fatigue. Reporter states that she was not made aware that the device was made of nickel, has had rash and hives on her abdomen. Reporter has had a d and c and reports that her gyn will perform a hysterectomy in (B)(6) 2018 due swelling of her uterus.